Event description:
The reported description notes that there was a "code blue" while the intellivue mp70 was in use, and there was artifact on the printout.

Manufacturer narrative:
(B)(4). The reported description notes that there was a "code blue" while the intellivue mp70 was in use, there was artifact on the printout and not a flatline. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.